Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a partial resection of the thyroid, the probe tip broke off inside the patient after about 30 minutes of use. The broken probe was recovered by the user. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10071 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on december 12, 2016, omsc confirmed that the probe was broken at 17 mm from the distal end. The broken probe tip was not returned. There was a spark on the probe. The shape of the fracture surface showed that the crack developed with the spark as the starting point. A spark occurred on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn away. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode contacting with thick hard tissue by the distal end of the probe. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred on the probe and the non-insulated part. The crack developed with the spark mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken when the user grasped or output in seal & cut mode. The following details are found in the instruction manual as warning: : do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. : during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad).